Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the carelink monitor was not receiving any electrical power. A new monitor will be sent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: medtronic is redacting this report due to information now available through support console (a patient management database) which shows that no successful transmissions were ever received from this monitor, making this complaint not reportable.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: a correction to model number was made to reflect correct model as 2490c8.

Event description:
It was reported by the patient that the carelink monitor was not receiving any electrical power. A new monitor will be sent. No patient complications have been reported as a result of this event.